Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the viperwire guide wire became detached and remained in the patient. The target lesion was a total occlusion and was located in the distal anterior tibial artery (at). The tip of the wire became detached during the procedure and was left in the patient. There were no additional adverse events reported and the patient was in stable condition following the procedure. Additional information was requested but was not received.

Manufacturer narrative:
The reported guide wire was received for analysis. The spring tip was observed to be detached and missing. The wire core was deformed and curled up at the fracture location, consistent with the wire having been kinked prior to fracture. Scanning electron microscopy was performed and revealed surface wear and metal grinding at the site of the fracture, which indicated the spinning driveshaft made contact with the core wire in the kinked state prior to the fracture. However, the exact cause of the fracture is unknown. The instructions for use (IFU) for the reported guide wire contains the following warnings "handle the oad and guide wire carefully. A tight loop, kink, or bend in the guide wire may cause damage and system malfunction during use." And "a prolapsed or bent guide wire core can result in damage to the guide wire or oad." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).